Manufacturer narrative:
Date of event is estimated. The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21049, related manufacturer reference number: 1627487-2020-21047, related manufacturer reference number: 3006705815-2020-01992, related manufacturer reference number: 3006705815-2020-01993. It was reported the patient¿s experienced an infection at both the ipg and lead site. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein the entire system was explanted. Reportedly, the infection is being treated with antibiotics.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.